Event description:
It was reported that high impedance was observed on vns patient¿s system (dcdc 7). This was observed on the system diagnostics test and a normal mode test, the output current status was limit. The generator was not at end of service status. The review of the manufacturing records confirmed all tests passed for the lead prior to the distribution. The review of the available programming history revealed high impedance observed on (B)(6) 2016. No known surgical intervention has been occurred to date.

Event description:
The patient underwent lead and generator replacement surgery. It was reported that the explanting facility always discards explanted products. Therefore product return and subsequent analysis are not expected.